Event description:
A malfunction alarm was reported with no adverse impact on the customer's blood glucose level. The issue did not cause the customer's blood glucose to exceed the specified limits. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction recurs.